Event description:
Reference number: (B)(4). Event occurred in the spain. It was reported that patient faced adhesive patch detaches during use event on (B)(6) 2025. The infusion set was in use for one day. The blood glucose level was 400 mg/dl and the patient was treated with insulin injections with a pen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.